Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-jan-2016 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station exhibited a black screen condition. A field service engineer (fse) powered on the anesthesia station and verified proper functionality, inspected the light-emitting diode (led) indicators in the electronics drawer and confirmed normal status, and checked the rear cabinet for visible cable damage with no issues identified. Based on the reported condition of display inactivity despite internal power, a potential all-in-one display concern was considered; however, examination of the display and docking board connections confirmed that all connections were intact, and the station subsequently booted successfully. The fse measured battery and charging system voltages and confirmed acceptable readings. Upon reconnecting the battery, a minor spark and noise were observed from the communication sled area, leading to the identification of slight thermal damage to small resistors while the station remained operational. The fse powered down the station, replaced the communication sled, confirmed successful boot-up, performed diagnostic testing including power system production tests, and verified that user login and drawer access were functioning correctly. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the device displayed a black screen and was not communicating per hsv. Power was confirmed to be present as internal lights were on. After power cycling, the device-initiated updates and the application launched successfully. Review of logs indicated an unexpected shutdown and multiple service startup failures during the initial boot, which did not recur after reboot. There were no adverse events or injuries reported based on this event.